Event description:
The manufacturer previously received information stating a ventilator was alarming for a high minute ventilation alarm and the displayed tidal volume/flow was faulty. There was no harm or injury reported. The device evaluation had not yet been completed. The device was returned to the manufacturer for evaluation. The device failed a test step indicating a failure of the positive and negative flow verification test steps. The device's sensor board was replaced to address the issues. Additionally, the device's flow was found to be different than other devices when comparing them with the same settings. A high tidal volume, high minute ventilation and a low circuit leak alarm were observed in the device's downloaded event log. No components were replaced for these issues. The device was cleaned and tested and passed all final testing.